Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the twinfix anchor broke. It is unknown if it occurred inside or outside of the patient. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, anchor and suture string were returned together, all items have debris on them. The anchor is fractured from the proximal end of the suture window in a spiral down the length of the anchor. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A clinical review states the provided photo was reviewed, appears to show an anchor attached to an insertion device, however, the photo appears to be out of focus, so unable to determine the details of the anchor. As of the date of this medical investigation, the requested clinical documentation including x-rays, operative report or surgical technique has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the twinfix anchor broke. All the broken pieces were removed from the patient using tweezers. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone hole. No further complications were reported. The status of the patient is good.

Manufacturer narrative:
H2: additional information on b1, b2, b5, e1 and h6 (health effect - impact code).